Event description:
It was reported that during a routine follow up it was not possible to interrogated the device after switching programmers. A mode switch was initiated by placing a magnet over the device but no beeping was heard. A device replacement was scheduled due to a suspected malfunction.

Event description:
It was reported that during a routine follow up it was not possible to interrogated the device after switching programmers. A mode switch was initiated by placing a magnet over the device but no beeping was heard. A device replacement was scheduled due to a suspected malfunction. The device was explanted and received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. It was confirmed the ICD could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. Visual examination noted an internal component was loose from the hybrid it should have been firmly affixed to. The capacitor near this internal component exhibited signs of damage, possibly related to an electrical arcing event. The damage incurred resulted in the inability to determine the root cause of possible electrical arc.

Event description:
It was reported that during a routine follow up it was not possible to interrogated the device after switching programmers. A mode switch was initiated by placing a magnet over the device but no beeping was heard. A device replacement was scheduled due to a suspected malfunction. The device was received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up it was not possible to interrogated the device after switching programmers. A mode switch was initiated by placing a magnet over the device but no beeping was heard. A device replacement was scheduled due to a suspected malfunction. The device was received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up it was not possible to interrogated the device after switching programmers. A mode switch was initiated by placing a magnet over the device but no beeping was heard. A device replacement was scheduled due to a suspected malfunction. The device was received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the device codes.